Event description:
It was reported that on (B)(6) 2022, an 18mm amplatzer amulet left atrial appendage (laa) occluder was successfully implanted using a 12f amplatzer torqvue 45x45 delivery sheath. Heparin was administered during the implant procedure, patient noted to have an activated clotting time of 275 seconds. There were no noted complications/difficulties implanting the amplatzer amulet (laa) occluder. The patient had remained hemodynamically stable throughout the implant procedure. On 23 (B)(6) 2022, the patient returned and a transthoracic echocardiogram exam confirmed a pericardial effusion that led to cardiac tamponade. The effusion was noted to have encompassed the heart. The decision was made to perform a pericardiocentesis. After the successful pericardiocentesis, the patient was stable and doing well at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.b3 - date of event has been corrected to 6/23/2022.

Event description:
N/a.